Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA to report that her onetouch ultra system was destroyed after she dropped her bag and a car ran over it. This complaint was classified based on the customer care advocate (ca) documentation. On (B)(6) 2014 at around 9 pm, her system kit which included her test strips, lancing device, and meter were all destroyed. The patient reportedly continued to manage her diabetes with glucaphage and glypizide on (B)(6) 2014. On (B)(6) 2014 at 10 am, the patient developed symptoms of ¿dry heaving and shaking.¿ at about 10:30-11:00 am, the patient administered self treatment with food/drink. During troubleshooting, the patient indicated that due to the accident, her meter casing and lancing device were damage, and the test strips were contaminated. The ultra system kit were placed and requested back for investigation. This complaint is being reported because the patient developed symptoms that can be suggestive of hypoglycemia after she was not able to test her blood glucose with the subject meter, lancing device, and test strips.